Event description:
It was reported that the device was overheating and shutting off mid case. Not hot to touch. An error message popped up saying the unit was overheating. There was a full loss of video to all monitors then it would eventually shut down from overheating. Image would come back up when rebooting. Duration of loss of image was 30 seconds or so. Long enough to start the reboot.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.